Event description:
A male pt underwent aaa repair in 2009. The pt received a zenith main body graft and two zenith iliac leg grafts. The procedure was conducted without reported incident. However, bilateral iliac angulation was noted and the contralateral leg fell short of the hypogastric artery, but the physician did achieve the recommended one stent overlap. In 2009, a f/u CT revealed a type iii endoleak with a possible disconnect at the contralateral overlap joint. The iliac had enlarged distal to the graft and proximal to the hypogastric artery. The physician placed a zenith iliac zt leg graft with an overlap of slightly more than one stent into the contralateral gate and landed just proximal to the hypogastric artery. The final angiogram revealed the endoleak had been resolved. The status of the pt is unk at this time.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to type 3b endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements, recommended amount of overlap. A root cause cannot be definitively reported at this time. Additionally, the sales rep indicated there may have been a disconnect. Without films to review a full or partial disconnect cannot be confirmed at this time. However, based on the provided info, the assigned failure mode is graft separation (disconnect). We will continue to monitor for similar incidents.